Event description:
FDA field officer had been contacted by the dept of health, advising her of 17 pediatric cases in which the normal saline modudose product had been implicated in causing colonization of pseudomonas pickettii. Although the pts were colonized with the bacteria, none of them were infected or showing signs and symptoms of being infected. An attempt was made to collect incident info for MDR reporting from infection control personnel at the hospital. Both contacts were unwilling to provide info. To date, the hosp has not provided any info. Though 17 cases were reported, only three cases have been linked to the modudose vials.